Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 407 mg/dl. Customer mentioned the reservoir compartment ring was cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump passed prime test, excessive no delivery test, self test and a21 error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case reservoir tube window corners, cracked case near display window corners and minor scratches on display window noted.